Event description:
It was reported that the physician was concerned the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy in a ventricular tachycardia (vt) episode. It was noted that the boston scientific representative thought the device delivered appropriate therapy as the atrial tachycardia and ventricular tachycardia (vt) were labeled as uncorrelated by the device. Technical services (ts) reviewed the report. Ts stated that it could be uncorrelated. Four atps and six shocks were delivered. The last shock broke the arrhythmia, but the patient goes back into the arrhythmia. All therapy was exhausted. It was noted that the patient had four other episodes, and atp was delivered and was able to break the rhythm. Ts advised the caller to discuss with the physician. The device remains in use. No additional adverse patient effects were reported.